Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer was playing, the pump touchscreen was found to be cracked. The pump basal delivery was functioning; however, touchscreen was not functional. Customer used insulin pens for bolus delivery. There was no reported adverse impact to customer's blood glucose.